Event description:
An implantable cardio-verter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately nine months post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# 5076-45. A proximal portion was received measuring 4 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Event description:
Additional information was received and reported the cause of death as ischemic cardiomyopathy, congestive heart failure and cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable cardio-verter defibrillator, product ID d314trm, implanted: (B)(6) 2012; implantable pacing lead, product ID 419688, implanted: (B)(6) 2012; implantable defibrillation lead, product ID 6947m55, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.